Event description:
It was reported that there was a pericardial effusion. Prior to the left atrial appendage (laa) closure procedure, the patient was noted to have a shallow depth of the left atrial appendage. It was also noted that pectinate had developed up to the ostium. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician attempted to place the 31mm closure device, however, it was difficult to place it in the proper position due to the lack of depth in the left atrial appendage, and recapture was performed approximately five (5) times. The physician determined that it would be difficult to place the 31mm closure device in the proper position in the appendage and decided to reduce the size of the device. In order to obtain as much depth as possible, the sheath and pigtail were placed behind the anterior lobe. At this time, the contrast was applied as needed and the approach was carefully performed under transesophageal echocardiography (tee) monitoring. The physician changed to a smaller size and a 27mm watchman flx pro closure device was successfully implanted. The post-implantation tee was performed which revealed a slight increase in pericardial fluid around the right and left ventricles (pre: 2.4 mm, post: 2.6 mm). The patient's hemodynamics remained stable; therefore, protamine was administered, and the patient was placed under monitoring. After waking up from anesthesia, the patient responded to the physician's call and was transferred to the recovery room.